Manufacturer narrative:
(B)(4) the reported event is confirmed from medical records and x-rays. Medical records state that at year follow up notes pain is low, rom is decreased, no instability noted, adl ability stable. Xrays completed and showed malunion, avascular necrosis of the humeral head with collapse, and screw penetration of 2mm. Shoulder is stiff and pt has very limited rom, perforation may be rubbing on the glenoid. Recommendation for revision but patient does not wish to proceed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Patient dob: (B)(6)1948. Concomitant medical product: catalog #: 110030400, prx hum hi plt rt 3h 80mm, lot # unknown, catalog #: 816135022, 3.5mm cort lock scr 22mm ns, lot # unknown, catalog #: 816135022, 3.5mm cort lock scr 22mm ns, lot # unknown, catalog #: 816135024, 3.5mm cort lock scr 24mm ns, lot # unknown, catalog #: 816135026, 3.5mm cort lock scr 26mm ns, lot # unknown, catalog #: 816135026, 3.5mm cort lock scr 26mm ns, lot # unknown, catalog #: 816135026, 3.5mm cort lock scr 26mm ns, lot # unknown, catalog #: 816135028, 3.5mm cort lock scr 28mm ns, lot # unknown, catalog #: 816135030, 3.5mm cort lock scr 30mm ns, lot # unknown, catalog #: 816135036, 3.5mm cort lock scr 36mm ns, lot # unknown, catalog #: 816135038, 3.5mm cort lock scr 38mm ns, lot # unknown, catalog #: 110017722, screw t15 lp cort 3.5x22mm ns, lot # unknown, catalog #: 110018040, screw t15 md 3.5x40mm ns, lot # unknown, catalog #: 110018042, screw t15 md 3.5x42mm ns, lot # unknown, catalog #: 816135026, 3.5mm cort lock scr 26mm ns, lot # unknown. Report source: canada. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-00499, 0001825034-2023-00501, 0001825034-2023-00502, 0001825034-2023-00503, 0001825034-2023-00504, 0001825034-2023-00505, 0001825034-2023-00506, 0001825034-2023-00507, 0001825034-2023-00508, 0001825034-2023-00510, 0001825034-2023-00511, 0001825034-2023-00512, 0001825034-2023-00513, 0001825034-2023-00514, and 0001825034-2023-00515.

Event description:
It was reported that the patient had an initial surgery due to proximal humerus fracture performed approximately a year ago. Subsequently, the patient developed stiffness and very limited range of motion. About 1 month ago, it was confirmed via radiographic imaging that screw penetration of 2mm has occurred, malunion of the fracture as well as avascular necrosis was also noted. A revision was recommended at this time; however, the patient has declined to proceed due to adaptation with her contralateral extremity and as such implants remain in place. Attempts have been made and there is no further information at this time.